Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be all intact, but noted to have a cracked rear case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent motor run test, and the reported customer complaint was confirmed; error 1870 occurred. Debris was found between motor and cam gears; the problem source however has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave an error 1870. No patient involvement.